Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress or handling or other factors. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. The bending section cover had a cut that leaked. In addition to the finds reported, the bending section cover glue was peeling. The objective lens had a minor chip at the edge. The insertion tube had a deep scratch. The light guide tube was scratched. The universal cord buckled and had deep scratches. Production label at connector needed to be replace because it was not properly affixed. The electrical connector had a bent pin. There was a bending angle malfunction. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
A biomedical engineer reported to olympus, the ultrasonic gastrovideoscope failed a leak test. There was no report of patient harm associated with this event. During incoming inspection, it was determined the connector cap had surface damage on the probe with exposure of glue underneath. This is being submitted to capture the reportable malfunction found during evaluation.